Event description:
Boston scientific received information that during a normal device replacement, when the lead was removed from the header, it was noted that the pace/sense terminal pin appeared to be separating from the body of the lead. It was questioned if repairing the lead was an option. Boston scientific technical services (ts) advised that lead replacement was recommended versus repair. The pace/sense portion of the lead was surgically capped and abandoned and a new right ventricular (rv) lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the shocking portion of this lead remains in service. This investigation will be updated should further information be provided.